Manufacturer narrative:
See report complaint (B)(4).

Event description:
Clinical adverse reaction - assigning this to the corporate location as location unknown at this time. (B)(6) emailed in regarding cc severe histamine reaction from a client that received fevers and chills.